Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead due to stored ventricular episodes containing noise. Upon review, it was determined that there was noise with oversensing and pacing inhibition for up to two seconds. It was noted that the noise was not oversensed in the presenting egm. In addition, rv lead impedance trends showed a decrease in measurements from the 900 ohms range to 600 ohms. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead due to stored ventricular episodes containing noise. Upon review, it was determined that there was noise with oversensing and pacing inhibition for up to two seconds. It was noted that the noise was not oversensed in the presenting egm. In addition, rv lead impedance trends showed a decrease in measurements from the 900 ohms range to 600 ohms. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.